Event description:
It was reported that the patient was shocked 23 times due to oversensing. Impedance changed from 1100 ohms to 1900 ohms. Thresholds changed from 0.5 to 1.3. Tip to ring impedance was noisy and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high ventricular impedance/resistance. Min/max ventricular pace impedance trends steady until (B)(6) 2010 when values begin to rise. On (B)(6) 2010, the min/max values are 1577/1881 ohms. Analysis also noted ventricular oversensing. From (B)(6) 2010, 5 ventricular fibrillation classified episodes were recorded with average v-v cycle lengths of 200ms-370ms (the longest recorded duration was 27 seconds). Most activity occurred on (B)(6) 2010 when fifteen non-sustained ventricular tachycardia episodes recorded with average v-v cycle lengths of 190ms-340ms durations, and 17 ventricular fibrillation classified episodes with average v-v cycle lengths of 140-260ms. These episodes yielded 21 high voltage therapies with 25j-35j delivered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
.